Event description:
Patient had a planned ercp (endoscopic retrograde cholangiopancreatography) in the gi (gastrointestinal) lab. Prior to the procedure, the gi room was set up with the disposable ercp scope. The rn placed the olympus single use distal cover over the tip of the disposable ercp and finished setting up the scope. The rep for olympus was there to assist with the procedure. The physician was successful in completing the ercp with stenting. However, the olympus single use device cover over the tip of the disposable ercp fell off the scope while in use. The cover was seen on the monitor from the ercp camera, and the physician successfully removed the cap without harm to the patient with assistance by the olympus representative. This was user error. No equipment issues were identified; either the single use duodenoscope or the single use disposable distal cover.